Event description:
The customer contact reported the pump delivered more than expected. The pump was returned to the biomedical engineering department with an unsigned note that indicated, "there was a delivery problem with both the primary and the secondary." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the pump delivered more than expected from the secondary line. Reportedly, the pump did not switch delivery to the primary line when the secondary line volume to be infused was completed. There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.